Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 patient reported transmitter not working. The transmitter has been received for evaluation. An external visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. Data was provided for investigation. Confirmation of the complaint was confirmed through transmitter failed via data. The probable cause could not be determined via data. No additional event or patient information is available. The reported event of transmitter not working is reportable based on the findings of transmitter failure.